Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17474, related manufacturer reference number: 2017865-2020-17475. It was reported that an asymptomatic patient was admitted to the hospital with a wound infection. It was noted that the patient previously developed a hematoma and had a needle introduced into the implant site. The physician alleges that the infection was caused by the needle and there is no allegation against the devices. The system was explanted and the pacemaker was replaced with an implantable cardiac monitor. The patient was stable.